Event description:
It was reported the implant "wasn't working anymore." Per the patient the device was noted as "no longer active." It was unclear if the battery was dead or if the device was not providing therapy. Patient noted MRI for recent fall, however, it was unclear if the fall was related to the device not working. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3093-28 lot# v826029, implanted: 2011 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient (B)(4).